Manufacturer narrative:
Investigation findings: the shaver handpiece was rec'd for investigation. During testing, the handpiece was found to have the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. To date, there are no reported injuries associated with this failure mode. This failure mode will continue to be monitored.

Event description:
The customer returned this shaver handpiece with a request for repair. There was no report of injury or surgical delay with this event.